Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following issues were observed on the right atrial (ra) lead: high/variable thresholds, undersensing and dislodgment. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.